Event description:
During an atrial fibrillation ablation procedure using a contact therapy cool path duo ablation catheter, a pericardial effusion occurred. A transseptal puncture was performed with a swartz braided introducer and brk transseptal needle. The swartz braided introducer was then exchanged for an agilis nxt introducer. A reflexion spiral ep catheter and contact therapy cool path duo ablation catheter were used to successfully isolate the pulmonary veins, after which the patient's rhythm changed to a typical right atrial flutter. The agilis nxt introducer and therapy cool path duo ablation catheter were pulled back to the right atrium to perform ablation on the cavotricuspid isthmus. After approximately five minutes, the patient became hypotensive and a transthoracic echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient and no further intervention was required. The patient was stable. No performance issues were noted with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion was due to procedure factors. Per the IFU, vascular perforation is an inherent risk of any electrode placement.